Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Operator says system was taking 33cm throw when set to 23cm

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. Eighteen samples were returned from the customer for review. Three devices were opened and inspected. No damage or irregularities were found. The device was test fired five times and functioned as designed. The remaining unopened devices will be tested during the failure investigation study. The complaint is confirmed. A failure investigation has be initiated to determine the root cause of this issue, and implement any corrective actions needed. Additional information provided in d.9., h.3., h.6. And h.11.